Manufacturer narrative:
(B)(4).

Event description:
Received info therapy impedances were >2000 ohms. Pt had lithotripsy treatments for three weeks in a row due to kidney stones and noticed a change in therapy after the first treatment. Pt experienced therapeutic stimulation prior to starting treatments. No electrode impedances were done by the MFR's rep at the time of this report. Add'l info has been requested and if received, a follow up report will be sent. Reference MFR report # 3004209178-2011-02051 for related ins.